Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy for urge incontinence. The patient reported the ¿battery shaking¿. Impedance testing was within normal limits. The physician relocated the battery which resolved the issue. The battery remained on the same side, physician moved it more medial. The patient was alive with no injury, and no further complications were reported or are anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and health care professional (hcp) via the manufacturer's representative (rep). It was reported the patient first noticed the device shaking approximately (B)(6)2017. The rep was not able to palpate the shaking, this was the patient reporting it was shaking. When the surgeon opened the pocket, he noted hard plaques surrounding the battery. It looked like the tissue in the pocket was hardened. The hcp actually tapped on the hardened area and it made an audible tap. It was noted the battery was placed very well. It was lying flat with no tension on the lead. The patient denied falling. It was further clarified that while the patient reported it felt like it was shaking that neither the rep or hcp felt it shaking. When the pocket was opened, the left side had calcified and it looked like a shiny plastic surface. Additionally, it looked like the pocket was too big for the battery. The hcp's assessment was that this was why the patient felt like it was shaking. . No further complications were reported or are anticipated.